Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line / separation other component - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2426-0007, lot number 25055209 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
E.1. Address was not located, and(B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: this rn was tapping IV tubing to remove any air bubbles when IV tubing snapped at blue area that gets inserted into bottom of pump channel. Some medication was lost on the floor. New bag of medication had to be re-ordered.